Manufacturer narrative:
The customer reported that the patient name disappeared from the screen of the bedside monitor (life scope g9) and that the unit showed a "patient not found" error message. No consequence or impact to the patient was reported. The customer indicated that he was able to resolve the issue by re-entering the patient name. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the g9: model: pu-681ra, sn: ni.

Event description:
The customer reported that the patient name disappeared from the screen of the bedside monitor (life scope g9) and that the unit showed a "patient not found" error message. No consequence or impact to the patient was reported.

Event description:
The customer reported that the patient name disappeared from the screen of the bedside monitor (life scope g9) and that the unit showed a "patient not found" error message. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the patient's name disappeared from the screen of the bedside monitor (life scope g9) and that the unit showed a "patient not found" error message. The waveforms and other data continued to be displayed. The patient had been in the hospital for 26 days. The events surrounding the reported drop in patient name are not known. No consequence or impact to the patient was reported. The customer indicated that he was able to resolve the issue by re-entering the patient's name. Service requested / performed: troubleshooting. Investigation summary: the root cause could not be determined due to insufficient available information. The hl7 communication gateway server is installed on a windows server pc that is connected between the nihon kohden patient monitoring system and the hospital network where the hospital information system is running. Typical ls-net schematic: the gateway server facilitates admit, discharge, and transfer monitoring data between the nihon kohden ls-net devices and the hospital information system. Details about the gateway server, hospital information system configuration, and other relevant information are not available for investigation. The user manually entered the patient's name for the same tile on the cns. Because this is an isolated incident, as well as limited information was available to investigate, further action is not warranted at this time. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: cns: model #: pu-681ra . Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.